Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has been having trouble with their right leg. Caller said the leg keeps locking up until play around with the settings. Caller said the patient feels an electrical current in the leg. Caller asked if this is normal. Reviewed option to turn stim off and see if patient still has issues w/ leg. Caller decreased stim and started increasing stim a little bit until the patient's leg looked flexible again. Caller said they know the device is causing the issue w/ the leg because it is resolved by adjusting the settings. Caller said the leg locks up every 3-4 days. Patient is getting a 50% reduction in symptoms. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller also said they have to reposition the communicator 10-15 time before it will communicate. The patient also stated external device doesn¿t work - issues with the device charging prior to being lost. Leg locks up without device, experiencing pain. Additional information was received on 2024-apr-22, the patient rep called back to check on sunmed order. Technical services (ts) reviewed that hcp needs to provide prescription to sunmed. Caller said pt has pain in the leg because they cannot turn on the stim.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.